Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device service required. No patient involved.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2017. Mosfet q43 was measured and found to have failed. This had resulted in an excess current drain and the depletion of the coin cell bt1. The coin cell provides power for the rtc circuitry and therefore the depletion of the coin cell had resulted in the device failing self-tests due to an rtc error, and the pad clock displayed a nonsensical date and time. This would have resulted in the ¿device service required¿ prompt as per the reported fault. The fault could not be replicated when q43 was replaced. Furthermore, with q43 and bt1 replaced, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device service required. No patient involved.